Manufacturer narrative:
UDI reference number: (B)(4).  A design history record (DHR) review performed on both sapien 3 valves did not reveal any issues that may have contributed to the event.  Investigation is ongoing.

Event description:
As reported, approximately 2 years and 9 months post tavr in tavr in savr (23mm sapien 3 in 23mm sapien 3, in 25mm surgical) the functioning 23mm s3 valve was explanted (along with the other valves) due to central ai and replaced with a non-edwards tavr valve.  The patient was noted to be in stable condition.

Manufacturer narrative:
The explanted valve was not returned to edwards lifesciences.  Multiple attempts to obtain additional event information were made, however, the information was not forthcoming. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.   Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation.   In this case, the cause of the worsening central ai 2 years and 9 months post implant is unknow as information was requested but not forthcoming.  However, may be due to the factors mentioned above.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.